Manufacturer narrative:
The gantry gpio was returned to the manufacturer for analysis. Analysis found that there was no issues associated with the part; no fault found.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The gpio was replaced and the representative tested functionality with the navigation system. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a sacroiliac and thoracolumbar procedure, the trackers on the imaging system were not being seen by the navigation system. The navigation system was able to see the reference frame. The site did not try the other side of trackers, but brought in their other imaging system to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.